Event description:
It was reported that the patients lead was fractured, had high impedances, and was experiencing inadequate stimulation despite a reprogramming attempt. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Event description:
It was reported that the patients lead was fractured, had high impedances, and was experiencing inadequate stimulation despite a reprogramming attempt.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077227.